Manufacturer narrative:
UDI: the part number is unknown, therefore UDI is unavailable. The catalog number and the lot number were unknown. Therefore, common device name, device product code, 510k number and device manufacture date were unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the cutter device was stuck inside of the attachment device unit. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reliability engineering evaluated the device and observed that the device was stuck in the attachment device. It was also noted that the attachment device had corrosion. It was noted that the bearing failed and the cutter slipped on the inner race, galled and became stuck. It was noted that the corrosion was due to the attachment going through the sterilization process with a stuck cutter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.